Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (440 mg/dl) and insulin injections were administered to address the bg level. The pump supplies were changed multiple times. No alarms or malfunctions were received. The cause of the high bg was not known; however, the bg increased after the customer had started working in a car garage. The customer reverted to using insulin injections to manage diabetes and the bg were between 130-170 mg/dl. As the high bg levels had occurred in the past, tandem technical support advised the contact to discuss the high bg with a healthcare provider.